Manufacturer narrative:
Insulin pump received with scratched display window cover, minor scratched lcd window, keypad overlay texture damage, cracked case near belt clip rail corner, cracked battery tube threads, broken reservoir tube lip, missing retainer, scratched case and missing reservoir tube o-ring. Unable to perform displacement test and lock reservoir in place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. The reservoir compartment ring is missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.